Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform several actions, including disconnecting and tightening the tubing and delivering a bolus. Despite these attempts, the occlusion alarms recurred. The issue was determined to be caused by a blockage in the cartridge. The customer changed the necessary supplies, resumed insulin therapy, and with technical support's guidance, filled and loaded a new cartridge successfully. No visible cracks or damages were found in the cartridge, and no insulin was added outside the prescribed load sequence.